Event description:
Leica biosystems received a complaint that tissue samples were: "extremely difficult to cut microtome and some slides were not sufficiently readable to make a diagnosis. Unfortunately some samples to reading with the microscope were illegible or not sufficiently useful for the diagnosis". Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
Bottle 12 (ipa) was removed from the instrument for 4 seconds at 12:20pm on (B)(6) 2015 in response to info displayed in association with an error code indicating that a protocol could not be scheduled, because the final cassettes threshold for ipa had been exceeded for all bottles designated as ipa. This period is not sufficient to replace the reagent. The properties of the corresponding reagent station were reset, which sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument logs confirm that a user set the ipa concentration to the default value of 100% in this instance. However, the actual concn., of the reagent in bottle 12 (ipa) remained unchanged at 93.8%, because the reagent had not been replaced. The minimum final reagent concentration required for ipa is 95%. The consequences of using ipa at a concentration less than the minimum required for the final dehydration/clearing step in a protocol is re-introduction of water into the tissue; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the affected protocol. Specifically, the user failed to replace the reagent in accordance with the leica peloris/peloris 11 user manual.

Event description:
Information regarding the number of cases for which the tissue samples were "difficult to microtome and some slides were not sufficiently readable to make a diagnosis"; and confirmation as to whether re-biopsy of any patient(s) is required and/or has been performed has not been received by leica biosystems as at (B)(6) 2015.